Event description:
Reporter alleged obtaining a discrepant blood glucose result of 147 mg/dl back to back with a result of 47 mg/dl on the advantage system when testing was performed within 10 minutes. Reported stated she may have had orange juice on her fingers with first result and she self-treated after obtaining the second result. No other actions were reported taken or treatment received. A request was made for the return of the affected product.